Event description:
Procedure: left lower lobectomy. According to the reporter: customer reports that the stapler was used first on the vessels without incident (performed as intended). It was then used to transect the lung parenchyma and misfired (the staples were not formed), which caused brisk bleeding and obscured view during thoracoscopy, causing a potential life threatening event. There was bleeding from an unseen vessel in a mass that was being resected. The problem was detected when the stapler was removed from lung tissue. A clip was placed for hemostasis and new stapler requested. Vessels were clipped. Unanticipated blood loss of over 500cc but unknown quantity. Transfusion was not required. No unanticipated tissue loss or tissue damage. More than 30 minutes extension to surgical time required. No reinforcement material was used. Patient current status reported as recovered.

Manufacturer narrative:
(B)(4).